Manufacturer narrative:
(B)(4) date sent: 7/30/2021 h2: additional information received: were all parts of broken trocar cannula removed from patient when the trocar broke during the lar laparoscopic procedure? Yes were retrieved broken parts discarded? All parts have been sent, small fragments have been discarded

Manufacturer narrative:
(B)(4). Date sent: 7/8/2021. D4: batch # t40w82. Investigation summary: the analysis results found that the tb5lt device was returned with the sleeve broken. The remaining broken sleeve was not returned for analysis. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. It is possible the damage was due to improper handling of the device. Please reference the instructions for use for more information. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number and no non-conformances were identified. Attempts are being made to obtain additional information. To date, no additional information has been received. If further details are received at a later date, a supplemental medwatch will be sent: additional information requested from affiliate: were all parts of broken trocar cannula removed from patient when the trocar broke during the lar laparoscopic procedure? Were retrieved broken parts discarded?

Manufacturer narrative:
(B)(4). Batch #: unknown. Date of event is 2021. Event day and event month were not reported. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to retrieve the device. To date, no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during colon resection/lar there was rupture of the cannula of a basix trocar during the final phase of the lar laparoscopic procedure. Breakage probably due to a maneuver of overloading the weight exerted against the ribs. There was no delay to procedure, no fragments were generated, surgery was successfully completed, and there was no patient consequence.